Manufacturer narrative:
Date rec'd by MFR: 08aug2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04jul2019. A follow up report will be submitted once the evaluation is complete.

Event description:
Customer contacted technical support stating that unit's lower part of the screen cannot be operated even after calibration. There was no patient involvement.